Event description:
Patient reported "felt a strong pain in her left breast, performed ultrasound exams where seroma, deformity was diagnosed". Patient later reported "a lot of pain, contracture (was unable to indicate the degree), but it was very stiff, fibrous and cobbled, making it difficult for the scalpel to enter". Record is for left side. Device has been explanted.

Manufacturer narrative:
The event of seroma and capsular contracture are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture baker grade unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "felt a strong pain in her left breast, performed ultrasound exams where seroma, deformity was diagnosed". Patient later reported "a lot of pain, contracture (was unable to indicate the degree), but it was very stiff, fibrous and cobbled, making it difficult for the scalpel to enter". Record is for left side. Device has been explanted.